Event description:
The facility reported failure code 812:02 that occurred during biomed testing. The hospital representaive stated that there was no report of patient incident since the last baxter service event. Although attempts were made by baxter, details were not available regarding additional contact information, patient demographics, medication involved, or device programming.